Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The vascular access site was the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous (significant bend of >45) and mildly calcified distal left circumflex (lcx). The lesion length was 32mm and the reference vessel diameter was 2.25mm. A non-bsc 7fr guide catheter along with a non-bsc 0.014" guide wire were advance tot he lesion site. The lesion was then pre-dilated with a non-bsc 2.0x15mm balloon. Immediately after pre-dilatation the residual stenosis was 50%. Next a taxus liberte' 2.25x16mm stent was implanted in the proximal lcx. This stent was post-dilated with a non-bsc non compliant 2.5x15mm balloon. The physician attempted to advance a taxus liberte' 2.25x12mm stent but the shaft broke approximately 20cm from the hub which was located outside the patient. The physician did not experience any resistance when advancing the stent delivery system. The device was removed from the patient and the procedure was not completed at that time. No patient complications were reported and the patient condition is reported as "stable". Medications received pre-procedure were aspirin and during the procedure were heparin.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Stent struts on proximal rows 1 to 3 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual examination identified that the device was returned in two sections for analysis as a result of a break that occurred in the hypotube. The break was measured at approximately 19cm from the catheter strain relief. A visual examination identified kinks along the entire length of the hypotube shaft, and a kink was also identified on the tip approximately 4mm from the distal edge. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The vascular access site was the right femoral artery. The 80% stenosed, eccentric, de novo target lesion was located in the moderately tortuous (significant bend of >45) and mildly calcified distal left circumflex (lcx). The lesion length was 32mm and the reference vessel diameter was 2.25mm. A non-bsc 7fr guide catheter along with a non-bsc 0.014" guide wire were advance to the lesion site. The lesion was then pre-dilated with a non-bsc 2.0x15mm balloon. Immediately after pre-dilatation, the residual stenosis was 50%. Next a taxus liberte' 2.25x16mm stent was implanted in the proximal lcx. This stent was post-dilated with a non-bsc non compliant 2.5x15mm balloon. The physician attempted to advance a taxus liberte' 2.25x12mm stent but the shaft broke approximately 20cm from the hub which was located outside the patient. The physician did not experience any resistance when advancing the stent delivery system. The device was removed from the patient and the procedure was not completed at that time. No patient complications were reported and the patient condition is reported as "stable". Medications received pre-procedure were aspirin and during the procedure were heparin.